Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed. The pre-repair temperature check was performed at 60k rpm. After 1 minute the front temperature was 79f, rear temperature was 78f, and ambient temperature was 75f. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the drill was overheating. There was no patient impact.